Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the batteries that did not meet the runtime specifications. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
During a scheduled preventive maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was found that the battery did not meet the runtime specifications. There was no patient involvement and no adverse event was reported.